Event description:
Pump was reported to overinfuse. Pt was receiving chemotherapy (fluorouril) and a 24 hour therapy ended approx 16 hours early. No pt injury resulted, however the pt did require their IV line be flushed since the pump had stopped. The IV was being administered from a two day bag containing 66ml of solution. The pump was programmed in the continuous mode to deliver 33ml over 22 hours.